Event description:
It was reported that during a portal vein embolization treatment procedure, the coil was broken. The target lesion was located in the patient's kidney. Utilizing intermittent flush and a 0.038" 5fr non bsc catheter, three .035" interlock coils of varying sizes were successfully implanted. The 15mm x 20cm .035" interlock coil was then inserted, but became stuck in the distal shaft of the catheter during advancement. While removing the coil, it broke inside the catheter. The procedure was completed with a 12mm x 40cm .035" interlock coil. There were no patient complications reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned complaint device revealed the delivery wire and coil were received. Visual analysis observed the coil was severely stretched and no anomalies were identified with the delivery wire. Microscopic inspection of the interlocking arm of the delivery wire observed no damage; the zap tip shape and surface of the delivery wire were smooth. Microscopic inspection of the main coil revealed the coil was broken; the interlocking arm was not present. The zap tip shape and surface of the coil were smooth. The delivery wire dimensions were within specification and the coil dimensions that could be measured were also found to be in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered user error as the dfu states: "the interlock" - fibered idc "occlusion system is recommended for use with a 5f (0.035 in [0.89 mm] or 0.038 in [0.97 mm] inner lumen) imager" ii diagnostic catheter." "The use of other diagnostic catheters may result in an inability to deliver, deploy or recapture the device." "The interlock- fibered occlusion system will encounter significant resistance when advancement through a soft wall delivery catheter is attempted." (B)(4).

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during a portal vein embolization treatment procedure, the coil was broken. The target lesion was located in the patient's kidney. Utilizing intermittent flush and a 0.038" 5fr non bsc catheter, three .035" interlock coils of varying sizes were successfully implanted. The 15mm x 20cm .035" interlock coil was then inserted, but became stuck in the distal shaft of the catheter during advancement. While removing the coil, it broke inside the catheter. The procedure was completed with a 12mm x 40cm .035" interlock coil. There were no patient complications reported and the patient's status is stable.